Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed flow rate test from service manual under 45 ml when it should be 50 ml. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.